Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -13.5 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient had experienced refractive surprise. On (B)(6) 2022 the lens was exchanged with a same model/length lens but different power. It was additionally noted after initial implantation of postoperative vision; it could not meet the daily work and life needs; and was decided to be exchanged. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device; have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).